Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been peeing a lot more for about 2 weeks. Syncing with the programmer on the call showed that stimulation was off at 1.55 on program 2, and the caller stated that the did not turn the stimulation off. The caller also stated that the day of the call was the first day they noticed the stimulation was off. When asked if there were any medical events related to the issue the caller stated they had a cta with contrast, an MRI of their head and neck, and a spinal tap. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who repeated the device is shutting off. They further noted that it is shutting off more and they are peeing like crazy. The patient lastly noted that "it shuts itself off and does not know if it is the patient programmer (pp) or the implantable neurostimulator (ins)". No further patient complications have been reported as a result of this event.